Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation. After transseptal puncture the farawave catheter was inserted into the sheath, during aspiration the sheath continued to pull out the air. The issue persisted even after the multiples attempts were made to reinsert the catheter in a more centered orientation. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation. After transseptal puncture the farawave catheter was inserted into the sheath, during aspiration the sheath continued to pull out the air. The issue persisted even after the multiples attempts were made to reinsert the catheter in a more centered orientation. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.